Event description:
It was reported that the patient was receiving inappropriate therapy. The system was explanted and replaced. A lead fracture was noted on a competitors high voltage lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the device was returned for inappropriate therapy. The available device stored electrograms on the programmer printouts were reviewed and noise was seen on the v-channel. No therapy was, however, seen to be delivered. Therefore, due to the limited information available, the field reported event of inappropriate therapy was not confirmed to have occurred in the field. The device was tested using automated test equipment and on the bench and the device was found to be normal. No device anomaly was found. Therefore, the cause of the inappropriate therapy remains undetermined.